Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a contact regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that they had an uncomfortable sensation when they walked through a metal detector. The patient wanted the device "recalibrated." They were redirected to a managing hcp for follow up. No further device issue alleged / identified. No further patient symptoms or complications were reported.